Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. During the procedure, it was found out that the ipg had flipped and was at a strange angle. The physician repositioned the generator in the same location. The patient is reportedly doing well post-operatively.